Manufacturer narrative:
The valve was patent, and it passed siphon and reflux testing. However, the device did not meet requirements for leak testing due to a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The valve met all requirements for pressure-flow and pre-implantation testing. The initial report stated that the shunt did not have patient contact. However, proteinaceous debris was found on the delta chamber, suggesting the device did come into contact with the patient. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the doctor found the valve leaking during the surgery.